Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the device exhibited premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during use of implantable pulse generator (ipg) the device exhibited premature battery depletion. The ipg remains in patient out of service. No patient complications have been reported as a result of this event.